Manufacturer narrative:
Cooper surgical , inc. Is currently investigating the reported condition.

Event description:
Customer stated "intermittent tc". Repair tech stated "confirmed - temp reading of harness only - thermocouple harness wire was never connected to inlet tube thermocouple wire". Reference repair order #(B)(4). Reference repair tech communications for clarifications. Ll100 multi tip w-tc 900629 e-complaint-(B)(4).